Event description:
The customer reported no image is being displayed during exposure. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the interconnect cable. System operates as intended. This MDR is related to ge healthcare complaint.